Manufacturer narrative:
Visual inspection of the returned device noted multiple gouges on the rim of the provisional liner. The top of the dome, which contains a holding screw to interface with the acetabular shell, has completely fractured away. Dimensional evaluation confirmed that the device conformed to print specification where measured. The screw subcomponent was returned with the complaint for evaluation; however, it was lost while in zimmer control. The device history records for the lot code associated with the returned device were reviewed. No deviations or anomalies were noted in the manufacturing process. The reported device is used for treatment. Review of the complaint history for lot number associated with the returned device identified no prior complaints for the part-lot combination. The frequency of use of this instrument is unknown. With the information provided a definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the provisional acetabular liner broke at the screw/liner interface while attempting to place into the acetabular cup for trialing.